Event description:
Although an unexpected microbore tubing extension with an unspecified issue was returned by the customer, a photo from the receiving lab appeared to show a chip broken out of the spin collar of the male luer. Although requested, further information was not provided.

Manufacturer narrative:
An unexpected return confirmed a male luer break. Visual inspection confirmed the male luer collar to be cracked and broken. Closer inspection of the break under a lab microscope observed no stress marks or tool marks. The plastic of the male luer tip had a white coloration. The set was visually inspected for cracks, misassemblies or damages to the components. No further testing could be performed due to the broken male luer collar. Device history record for model me2017 could not be performed due to no lot number being provided by customer. The root cause was identified as related to design of the specific male luer component.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
A microbore tubing extension was reported to have a chip broken out of the spin collar of the male luer. Although requested, further information was not provided.

Manufacturer narrative:
Additional information added to: a1 and b7***********************************************

Event description:
A microbore tubing extension was reported to have a chip broken out of the spin collar of the male luer. Although requested, further information was not provided.